Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A sixty-nine-year-old male presented to the emergency department on (B)(6) 2025, with chest pain. He collapsed in the lobby and cardiopulmonary resuscitation was performed. The patient was taken to the cardiac catheterization laboratory, where an impella device was placed and percutaneous coronary intervention was performed on the right coronary artery. Later that evening, a transthoracic echocardiogram demonstrated a large pericardial effusion with tamponade physiology. Cardiology personnel evaluated the patient for possible pericardiocentesis. Due to medical futility, the decision was made to withdraw care. The death is most likely contributed to the patients underlying condition and decision to withdraw care.